Manufacturer narrative:
The device evaluation was completed for the reported event of device components coming apart. Visual inspection, leak testing and clear passage testing were performed. The evaluation concluded that the tubing separated from the dark blue connector and marks were noted inside of the tubing matching the ribs on a dark blue connector. The device did not meet product specifications related to the reported event of components separating and the reported event was verified. The cause of the damage could not be determined. The visual inspection noted damage to the patient adapter. The integrity of the seal surface was tested for functional verification of patient adapter with no issues. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the components of the transfer set broke apart during patient use. The patient explained that after they hung the solution bag on the pole, the "tube came off and the female connector remained connected with the solution bag". The transfer set was in use for three months at the time of the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.